Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was returned approximately one and a half years later following the patient's death. There were no allegations relating to the patient's death, which occurred approximately one year after the reported issue.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms. Review of stored device memory revealed that measurements have been out of range since implant of the crt-d. Boston scientific technical services (ts) discussed troubleshooting options. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The lead was explanted and replaced and this crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.